Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) that the water feedset tube of an mr290v vented autofeed humidification chamber was torn while being used on a patient. No patient consequence was reported.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) that the water feedset tube of an mr290v vented autofeed humidification chamber was torn while being used on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Manufacturer narrative:
(B)(4). Method: the complaint was not returned for investigation. Our investigation is based on a photograph provided by the customer and our knowledge of the product. Results: visual inspection of the photograph revealed a break in the water feedset tube where it connects to the chamber. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the break of the water feedset tube appeared rough, suggesting that the damage may have occurred as a result of the tube being pulled away from the chamber, possibly due to the feedset tube being caught or under tension. Every mr290 chamber undergoes pressure testing for potential leaks and those that fail are rejected. It is an automated process and the complaint chamber would have meet the required specification at the time of production. This suggests that the water feedset was damaged post-production. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms" "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient" (B)(4).